Event description:
It was reported that ¿the surgeon wanted to use the 2.7 screw. He put it in and thought that it didn¿t get a hold of the bone as well as he would have liked. Surgeon took out the 2.7 screw and put in the 3.5 screw and it got a better hold.¿

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.